Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit programmed with correct time and date and monitored for 7 days. Unit passed displacement test, and self-test. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, stained keypad overlay, stained address/serial number label. Unit passed all require testing. Time/clock anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported after the battery change in the pump time/date needed to be adjusted, but after the time date input, the time/date adjustment appears again, and customer is unable to enter the pump menu or use the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer discontinued the use of the insulin pump, and the device was returned for analysis.